Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized. On an unreported date, the patient began treatment for the peritonitis event with intraperitoneal (ip) vancomycin injection, 2 grams and gentamicin injection ip, 20 mg (frequencies and durations were not reported). It was reported that the patient was recovering from the peritonitis event and fifteen days after the onset date, the patient experienced recurrent peritonitis. The cause was not reported. On an unreported date, the patient began treatment for the recurrent peritonitis with injection vancomycin, 2 grams, ip and injection gentamicin, 20 mg (route was not reported). The outcome of the recurrent peritonitis was unknown. It was reported that the patient was not hospitalized for peritonitis. It was not reported if dianeal therapy was ongoing. No additional information is available.